Event description:
It was reported that the motor device had "cord damage" and the "double piece of rubber that goes over the hose" was loose". The reporter stated that there were no holes in the hose. It was not reported that the event occurred during surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. There were no injuries, medical intervention or prolonged hospitalization reported. The event date was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.